Event description:
It was reported that a revision surgery was performed on (B)(6) 2018 due to longterm polyethylene wear.

Manufacturer narrative:
The associated complaint devices were not returned to be evaluated. Our clinical/medical team concluded: although the actual length of time in-vivo remains unknown, the reported "long-term polyethylene wear" suggests the primary prosthesis met longevity expectations and subsequent head and liner wear were the contributing factors to the revision, although the explants were not provided for measured wear. The patient impact beyond the reported left hip liner and head revision cannot be determined. No further medical assessment is warranted at this time. Without the actual products involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.